Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision due to the device not working. It was indicated that although the device stopped functioning within the first year of implant, the patient had been unable to go to (B)(6) due to the pandemic. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of mechanical issues was confirmed through product analysis, as the device did not perform within specification upon balloon functional testing. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter was thoroughly analyzed. Visual and microscopic analysis of the cuff was unremarkable. Inspection of the remainder of the device found that the device performed as designed. Visual and microscopic inspection of the pump did not identify any leaks. Contamination was seen in the pump and therefore, it could not be functionally tested. The balloon was visually and functionally inspected and passed testing. Upon functional testing of the balloon, the component did not pass the functional testing as the pressure was higher than specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision due to the device not working. It was indicated that although the devices stopped functioning within the first year of implant, the patient had been unable to go to hong kong due to the pandemic. No patient complications were reported.